Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an error 319 occurred on the universal surgical manipulator 3 (usm3). The technical service engineer (tse) was unable to view the logs. The customer had already power cycled the system, but the issue remained, the tse had the customer hard power cycled the system, but the error returned again. The tse advised the customer that they could disable the usm3, the customer stated that they needed all usms. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system did initially power on without errors and the system was used to complete a case prior to the one with the issue. There was no additional port placed nor any increased incisions due to the conversion of the procedure.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed, and the reported issue was confirmed and replicated. In logs, the error 319 was found indicating a node does not present at start up on node axes controller carriage (acc), confirming the fault occurred in the field. Upon visual inspection, the rolling loop fiber cable was misaligned and not allowing carriage to move properly on insertion. The usm was installed onto a golden system where the error 319 was triggered indicating fault on the acc, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where check boards present test failed was found to be failing on the acc. Once testing was completed, the rolling loop fiber cable was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error 319 can be attributed to a faulty rolling loop cable installed in usm.